Manufacturer narrative:
All buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. Pump received with cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 287 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.